Manufacturer narrative:
(B)(4). The complaint rt380 is currently en-route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of investigation.

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) representative, that the rt380 evaqua2 adult breathing circuit broke on the 21st day of use. There was no reported patient consequence.

Event description:
A distributor in japan reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) field representative, that the rt380 evaqua2 adult breathing circuit broke on the 21st day of use. There was no patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual-heated evaqua2 breathing circuit was received at fisher & paykel healthcare (f&p) in new zealand for evaluation, where it was visually inspected. Results: visual inspection confirmed that the tubing was degraded. Conclusion: we are unable to determine the cause of the reported event. However, it is likely that the reported event occurred due to the tube being in contact with chemicals or exposed to excessive uv light for a longer period of time. The customer reported that rt380 evaqua2 adult breathing circuit broke on the 21st day of use. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production and those that fail are rejected. The user instructions that accompany the rt380 breathing circuit state: "do not use beyond 14 days maximum duration of use" "do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers." " do not use medications containing tyloxapol (such as tacholiquin) as this may damage the tubing and lead to a loss of ventilation pressure." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."